Event description:
It was reported that this lead was an attempted implant due to loss of capture (loc) exhibited at high outputs. The physician removed the lead and tissue was observed on the helix. A new lead was successfully implanted. No adverse patient effects were reported. It is not expected to receive this lead for analysis since it was retained by the explanting hospital.